Event description:
The clinician reports the implant was inserted (B)(6) 2015 in ada 10. On (B)(6) 2020, fracture of the implant was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility and increased sensitivity. No further patient complications were reported.